Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. The vessel morphology at the time of implant is unknown. Currently, the aneurysm is 6 cm in diameter. Currently, the vessel morphology was reported as there was continued disease progression. It was reported that a recent CT revealed that the patient has developed another thoracic aneurysm at the distal end of the stent graft resulting in a distal type 1 endoleak. The physician elected to implant two valiant stent grafts 46x46x100 and 42x42x100 and the distal type I endoleak was resolved and the secondary aneurysm was excluded. No clinical sequelae were reported and the patient is fine. Exact date of event is unknown.